Manufacturer narrative:
Device evaluation: "based on the device analysis grid, the assessments of the complaint are: rupture: broken observed on the posterior side assessed as surgical impact opening (shell thickness was within specification). Pain: unable to observe as it is a medical event not related to the device. Malaise: unable to observe as it is a medical event not related to the device. Inflammation/irritation: unable to observe as it is a medical event not related to the device. Additional observations: stress marks observed. Creases were observed."

Event description:
Patient reported right side rupture identified upon surgery. Patient additionally reported, pain, inflammation, and fatigue(not device related.) Device has been explanted and replaced with a non-allergan device.

Event description:
Patient reported right side rupture. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: rupture.